Manufacturer narrative:
DHR shows that the product was assembled and inspected according to our specifications, no issues or discrepancies were found which could potentially relate to this complaint. No corrective action can be established since the defective sample was not rec'd for eval. No conclusion can be established at this time based on the lack of defective sample. It is necessary to have the physical sample in order to perform a proper investigation. Personnel involved in the mfg process was notified about this complaint. MFR will continue to monitor and trend relating complaints.

Event description:
The complaint was reported as: customer called to report that the catheter bag he's been using has tiny pin holes in it. This has been occurring for about the last 6 months. No pt injury reported. Pt condition is reported as fine.